Event description:
During a remote follow up, oversensing of myopotentials was observed on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirmed. No intervention has been performed. The patient was stable.